Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when they checked with the scope the capsule was found on the pharynx. The pt was not injured following the procedure.